Event description:
On april 13th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis confirmed variability in sg values, and initial troubleshooting invovled a recommendation to perform a sensor re-link to re-initialize the system and allow it to converge faster. However, in the meantime, the system triggered a sensor replacement alert due to persistent signal instability, which was addressed in an associated complaint record (MFR# 3009862700-2026-01496). A sensor replacement was issued, and the device was requested for further evaluation.